Event description:
It was reported that recently the customer has been seeing a powdery filament on the tips of the trachs after sterilization. Prior to sterilization the trachs are clean and free of this filament. No patient injury reported.

Manufacturer narrative:
Four pictures were provided. They show evident flash around the tip of the tube in filament shape. Visual inspection was performed on the (1) one sample returned by the complainant; a foreign particle (flash) was observed in the tip of the tube. A retrospective review of twelve months prior yielded no additional complaints with same issue. An awareness notification was made on (B)(6)2022 to production personnel. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. A lot number was provided for performance of a device history record review, but the record was not reported. E4 is unknown.